Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Pt came for an unscheduled follow-up on (B)(6) 2010 because, he received shocks on (B)(6) 2010 and (B)(6) 2010. Upon device interrogation, these episodes were recorded in the statistic counters and therapy history summary, but the corresponding episodes were not available. The physician requested access to these episodes to best manage his/her pt.